Manufacturer narrative:
As part of a CAPA investigation, it was determined that complaint number (B)(4) is related to a foreign recall of a product only available in (B)(4). Due to the similarity to a us product, in an abundance of caution, qiagen is filing a report.

Event description:
Customer complaint received stating that the ratios of positive and gray zones were high in the medical checkups for 30 healthcare workers and 42 inpatients. Similar cases were seen in the same lot.